Manufacturer narrative:
E1: patient city: (B)(6) patient country: russian federation.

Event description:
Reference number (B)(4) event occurred in russian federation. It was reported that the patient experienced infusion set tubing detachment at tubing connector. The site of insertion was right abdomen. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(6) has been evaluated. The batch 6002741 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional for the static pull of the tubing-tubing connector test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6002741 was manufactured according to the wi version 77 and packaging in the multivac 12, on 17/aug/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3h00731 was manufactured according to the wi version 26 assembled in the quickset line, on 16/aug/2023, with a total of (B)(4) units. The lot 3h00732 was manufactured according to the wi version 26 assembled in the quickset line, on 17/aug/2023, with a total of (B)(4) units. Gluing of quick set the lot 3h02057 was manufactured according to the wi version 39 in the gluing of quick set machine mp05, on 16/aug/2023, with a total of (B)(4) units. The lot 3h02056 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, on 16/aug/2023, with a total of (B)(4) units. The lot 3h02058 was manufactured according to the wi version 39 in the gluing of quick set machine mp05, on 16/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6002741 and no other complaint has been registered in database for the same lot 6002741 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to the malfunction reported in this complaint, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.